Event description:
It was reported that the device battery depleted rapidly and there was possibly high battery impedance. The device is closely being monitored by the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned, but clinical data from the device was analyzed. Analysis of the device memory was performed and no anomalies were found.